Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2012, pt's inratio: 5.0, doctor's inratio: 3.7, lab: 3.7. Pt's target therapeutic range is 2.5 - 3.0.

Manufacturer narrative:
Per issue, pt is sometimes adding additional drops and touching finger to strip. Incorrect strip code entered on unit. The code on the monitor display should match with the strip code on the packaging labels or test strip pouch. These issues may contribute to unexpected inr results or errors in testing. Customer's strips were left out on the porch for a while. Per product user guide - storage and handling instruction, "store strips at room temperature (below 90f) until expired. Store strips in the refrigerator 35 f to 45 f until expiration date. Do not freeze." Exact temperatures were not given. Unable to rule this out as a root cause. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio meter 1 = 5.0, inratio meter 2 = 3.7, reference = 3.7, mean = 4.13, confidence limits = 2.4 - 6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr = 5.0, 2nd inr = 3.7, mean = 4.35, sd = 0.92, %cv = 21.13. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. In-house therapeutic donor resting has been performed on reported lot 273311. Results as follows: donor 220: inratio: 2.2, inratio: 2.8, inratio: 2.4, reference: 2.02, bias threshold: 1.02 - 3.02, %cv: 12.39; donor 210: 1.7, 1.9, 1.8, 1.90, 1.40 - 2.40, 1.90. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors producted %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Investigation conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). Corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.